Manufacturer narrative:
One current pfa generator was received for evaluation. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal damage found in the device during analysis. During a procedure, when delivering pfa application a loud pop was heard from the generator and a generator fault message displayed. There were no adverse patient consequences.